Event description:
It was reported that a patient using the ilet bionic pancreas experienced a low blood glucose value of 48 mg/dl after therapy settings were adjusted to higher targets in recent weeks, and the patient sought guidance on how long the system would take to adapt. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and no hospitalization. Investigation included technical review and user troubleshooting and education with assignment for additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and additional user training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.